Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 4.6 cm from the pin consistent with lead friction to the ICD can / another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.